Event description:
The dexcom g5 continuous glucose monitor reported a blood sugar of 167 mg/dl trending up. Upon checking two times with a glucometer, the bg was really 237 mg/dl, not 167 mg/dl as reported by the dexcom.